Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4) - excessive - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010, due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for a shorter lens.